Event description:
The customer reported that the pencils did not operate as they should have resulting in pt burn. While the surgeon was activating the covidien handswitching pencil, sparks were coming from the end of the pencil which resulted in small burns to the edge of the surgical wound. The pencil was replaced 2 times and the sparking problem still persisted. The handpieces were disposed of by the hospital.

Manufacturer narrative:
(B)(4). Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.